Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose value that triggered the suspension on low was 4.5 mmol/l, the low limit in sensor settings was 3.8 mmol/l, and the blood glucose value associated with the triggered suspend event was 16.5 mmol/l which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer reported hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7040c1. The customer was reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. The customer reported blood at the site. No further patient complications were reported. Product return for mmt-7040c1 was not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.